Event description:
Customer reported receiving an error message on her precision xtra meter. She also noted getting a reading of 32 mg/dl, which was lower than she felt. While troubleshooting with customer service, it was revealed that she also experienced the following symptoms, "feeling nauseated, very thirsty" and when she attempted to stand up, she "passed out". Customer's husband gave her cola, three glucose tablets and a piece of pie. She did not require third-party medical intervention.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available. See scanned pages.